Manufacturer narrative:
Correction to initial MDR in fields, within field of the initial MDR, it should have been sc-4316 lot number (B)(4), not serial number (B)(4).

Event description:
A report was received that the patient was experiencing pocket pain and felt that the ipg was contributing to the patient's pain. The patient underwent an explant procedure and was reportedly doing well postoperatively. The physician did not suspect device malfunction.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-4316 serial #: (B)(4) description: next generation anchor kit-sterile model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing lower back pain radiating to hip, both lower extremities. It was noted that the patient wanted it removed after a few radiofrequency ablation (rfa) that were successful. The patient underwent an explant procedure. No device malfunction was suspected.